Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd (B)(6) in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: conclusion: (B)(6) analysis the returned sample and confirm black fm attached to the tip surface of the spike. The likely cause of this abnormality is during shift change for the spike injection process, the screw surface which has residual material was not cleared out completely. When the next shift started, due to high operating temperature of the injection machine screw, the residual material burned and may drip into the molded spikes during production, causing the spike surface to have burned like yellow or black tip. One sample was returned to (B)(6). (B)(6) recheck same lot in process manufacturing record, lot size 20050 pcs, accordingly to the standard of semi-finished inspection product inspection, criteria appearance level s-4, aql 0.15, sampling plan 80 (0 1), inspected total of 2 batches, no foreign material on spike was found. (B)(6) recheck same lot finished products record, lot size 20050 pcs, sampling level g-iii, aql 0.015, sampling plan 800 (0 1), no foreign material on spike was found. (B)(6) rechecked the retained samples 15 pcs from same lot, no foreign material was found. Root cause: (B)(6) analysis the returned sample and confirm black fm attached to the tip surface of the spike. The likely cause of this abnormality is during shift change for the spike injection process, the screw surface which has residual material was not cleared out completely. When the next shift started, due to high operating temperature of the injection machine screw, the residual material burned and may drip into the molded spikes during production, causing the spike surface to have burned like yellow or black tip. Corrective action: (B)(6) implemented injection machine screw cleaning and maintenance. Mechanics have to do complete cleaning of the injection machine screw during shift break. In addition, mechanics would be required to do periodic cleaning and maintenance weekly to insure there is no build up residual material on the screw surface. Rational: no CAPA is required.

Event description:
It was reported that the bd¿ IV administration set a120f (bp) had foreign matter on the spike of the luer access device. Found before use. No serious injury or medical intervention noted.